Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the positioning issue was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The patient experienced intermittent ¿placement signal low¿ alarms after sitting upright in bed during speech therapy. The alarms were observed to self-resolve with patient repositioning. A bedside echocardiogram was performed and confirmed that the pump was positioned slightly deep. The mid-level provider planned to consult the treating physician regarding a follow-up echocardiogram and potential pump repositioning. At the time of the event, the patient¿s clinical condition was stable and unchanged compared to baseline.